Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. The analyst noted that the battery depletion and long charge time appear to be the result of repeated charging that began at the end of january and continued through february. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) in one year and nine months. Premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.